Manufacturer narrative:
The device was in use for treatment. The lead remains implanted (capped on (B)(6) 2022) and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The implant date was not provided, however, based on the serial number prefix (bin) the lead was manufactured in 1997, and the device history records for this lead model is beyond oscor's record retention period of 15 years. However, the following controls are in place to mitigate the reported product issue. A review of the device manufacturing inspection procedure permanent pacing lead final inspection was reviewed to verify that the device was inspected. "Acceptance criteria all products must meet predetermined specifications in each step of this procedure. If product does not comply with specifications, it must be rejected. An unusual or questionable or often repeating defect must be reported to qa management immediately." Electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. All tubing will be inspected according to procedure "criteria/inspection of polyurethane and silicone tubing". The electrodes should be clean and have no adhesive or other residue. Electrodes should be smooth and free of scratches. Per instructions for use (IFU) zy series permanent implantable pacing leads: informs the user under general warning: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue, or by breach of their insulation covering. No further follow-up is required. This lead is no longer manufactured. Based on the investigation, a CAPA is not required as no issues related to design, manufacturing or labeling of the product were revealed. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that 4036/bin20125 was implanted prior to the year 2000 (before the warranty program was implemented), therefore, this lead is not eligible. On (B)(6) 2023, it was reported that this right atrial (ra) lead was capped due to insulation damage. A new lead was successfully implanted; patient outcome is no harm. No additional adverse patient effects were reported. Patient is an 83-year-old female, date of birth 17/dec/1938. The lead was capped off inside the patient on (B)(6) 2022.

Manufacturer narrative:
Additional information in section d6a - if implanted, given date: 30-jan-1998. Correction data in section g3 - date received by manufacturer: 31-oct-2023. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.